Event description:
It was reported that a patient presented in-clinic for an surgical intervention procedure. Prior examination of the patient's left ventricular (lv) lead was found to have dislodged. No electrical issues were reported for this instance of lv lead dislodgement. The lv lead was repositioned on (B)(6) 2018. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested, but not received.